Event description:
Per info received (B)(6) 2012, as a result of having the product implanted, the pt has experienced vaginal mesh erosion, disability due to chronic pain syndrome secondary to mesh, chronic vaginal pain with standing and walking, dispareunia, stress urinary incontinence, urinary retention, levator myalgi, levator ani muscle disfunction, pelvic pain syndrome, scarring, adhesions, recurrent cystocele/rectocele and depression.